Event description:
When filter deployed all the legs did not expand.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. Picture was provided for investigation. If additional information is found in the future, a follow-up report will be submitted.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of photos/image from the customer was performed. The vp, global medical affairs analyst reviewed the image from the customer "it is not possible to do the root cause analysis with the single image provided and no other views or the device itself" and the complaint was not confirmed. No corrective action is required at this time. This issue has been documented and will continue to be tracked and monitored in the future.

Event description:
When filter deployed all the legs did not expand.